Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye a crack was observed in the lens. The lens was explanted and exchanged during the original surgery session without further incident. There was no harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was not returned. The rayner hydrophilic acrylic iol use risk analysis identifies the following as possible causes of "physical damage to lens"; sharp edge instruments used during surgical procedure, surgical procedure: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd: yag operator error and cracked optic surface post injection due to dehydration of lens. Additionally, the rayone preloaded iol injection system use risk analysis identifies forcing a blocked injector, inadequate lubrication, misuse of device and optic edge trapped/damaged on closure of cartridge as possible causes of lens optic damage. Without the ability to examine the device and without clear event details being provided it not possible to determine the cause of the event.

Event description:
On 10th july 2025, rayner received notification from a healthcare facility in india of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that immediately following implantation into the eye a crack was observed in the lens necessitating lens explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye a crack was observed in the lens. The lens was explanted and exchanged during the original surgery session without further incident. There was no harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayner hydrophilic acrylic iol use risk analysis identifies the following as possible causes of "physical damage to lens"; sharp edge instruments used during surgical procedure, surgical procedure: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd: yag operator error and cracked optic surface post injection due to dehydration of lens. Additionally, the rayone preloaded iol injection system use risk analysis identifies forcing a blocked injector, inadequate lubrication, misuse of device and optic edge trapped/damaged on closure of cartridge as possible causes of lens optic damage. The device was retained and returned to rayner for evaluation. The iol was returned dehydrated loose in the blister tray. Haptic detached. Some optic damage observed; however, it is not clear if this is an artefact of lens explantation or a crack as initially reported. Injector returned dehydrated in the blister tray. Minimal residue of ovd was observed. Pluger fully depressed. Flaps of injector have come apart which could be suggestive of excessive force having been applied by the user during injection. No damage to injector components observed. No testing of iol possible due to the damaged nature in which it was returned. While product inspection confirms the event as reported, the root cause of the event cannot be established from the evidence and information available.

Event description:
On 10th july 2025, rayner received notification from a healthcare facility in india of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that immediately following implantation into the eye a crack was observed in the lens necessitating lens explantation and exchange.